Manufacturer narrative:
Section d4: the UDI is reflective of all available information. The complete UDI, including manufacturing date, will be provided upon the completion of the manufacturer's investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away while on hospice care. The cause of death was not provided, and the outcome was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted. The customer stated that no further information would be available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. It was communicated that no additional information regarding the event will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev b, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.